Manufacturer narrative:
Product analysis #(B)(4) : brief description of complaint: the generator aex-physical damage-pump broken analysis conclusion: the reported issue of damaged generator pump was confirmed. The top half of the generator pump was broken off preventing use of the pump. The front bezel was damaged but had no impact to functionality. Replacing the pump and bezel restored full functionality. Additionally, the generator was found to fail the rf leakage current check and a burnt smell occurred when the leakage test was performed. (Rf circuit board implicated.) Due to electrical safety concerns, no functional testing was carried out at mae after burnt smell occurred from generator. The unit will be returned to (B)(4) for rca and/or repair. (Include updated info from (B)(4) and attach complete caf when available). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During servicing, the generator was found to fail the rf leakage current check, resulting in high rf leakage. The issue was identified during servicing, therefore patient information is not applicable.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: this generator was brought to biomed with a damaged pump analysis conclusion: the reported issue of damaged generator pump was confirmed. The top half of the generator pump was broken off preventing use of the pump. The front bezel was damaged but had no impact to functionality. Replacing the pump restores functionality and replacing the bezel returns the unit to acceptable cosmetic standards. Additionally, the generator was found to fail the rf leakage current check (high) and a burnt smell occurred when the leakage test was performed due to a defective component along the rf circuit board. Replacing the failed component on the rf circuit board restores full functionality and returns the rf leakage current to within product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
During servicing, the generator was found to fail the rf leakage current check, resulting in high rf leakage. The issue was identified during servicing, therefore patient information is not applicable.